Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 524 mg/dl and customer¿s other blood glucose was 490 mg/dl and normally it was around 80 mg/dl. Customer reported that insulin was out of infusion set. Customer was treated with injection. Customer declined to troubleshoot for high blood glucose. Customer was reporting motor error but self test was performed and it was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).